Manufacturer narrative:
(B)(4). Product will not return;customer is satisfied with the product after was instructed with the proper testing technique. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Costumer reported complaint for low blood glucose test results. Customer called initially for assistance setting up date/time in meter and assistance with running a blood test. The customer is concerned with tests results from non-fasting result obtained of 99 mg/dl. The customer's expected non-fasting blood glucose test result range is 180 - 200 mg/dl. The customer stated that always runs the blood glucose tests within 2 hours after eating the last meal and does not have a fasting blood glucose range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 115 mg/dl using truemetrix meter and 116 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/15/2018 and open vial date is 10/31/2018. The meter memory was reviewed for previous test result history: (B)(6). Instructed customer on proper testing technique and that should always run the blood tests while fasting. Customer has only run the one blood test, as just recently received the system a few hours prior to calling customer care. Customer has not had any recent changes in diet, exercise, or medications. Offered to still replace supplies for customer but again, customer declined replacement and states that is now comfortable with system after technician explained proper testing technique.